Event description:
Failed knee replacement. Knee was swollen and unstable 18 months after surgery. Four different surgeons said knee needed total revision. Had revision on (B)(6) 2014 - still struggling with swelling, pain and nerve problems which may never resolve. Unable to work or perform normal activities. A 15 to 20 years knee only lasted 2 years.